Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a setscrew issue. As well, the patient's right ventricular (rv) lead triggered the lead integrity alert (lia) due to elevated sensing integrity counter (sic). It was noted that this may have been due to the setcrew issue. The lead was revised and remains in use. No patient complications have been reported as a result of this event.